Manufacturer narrative:
The device was returned to the MFR for service investigation. Evaluation of the service log revealed a delivery failure due to measured no > 100 ppm as reported by the hospital. The log further confirmed that a no monitored value of 78 ppm triggered a high no alarm with the alarm setpoint at 30 ppm just prior to the delivery failure. During a physical inspection of the device, the service technician observed electrolyte contamination on the monitoring board of the sample system. The source of the electrolyte was due to leakage from the oxygen gas sensor. The oxygen sensor and all parts contaminated with the electrolyte were replaced. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The monitoring system on the inomax dsir is separate from the delivery system so the erroneous monitored no readings do not affect the concentration of no delivery by the device. When this issue occurs, the effect on the delivery system is to trigger an alarm and interrupt delivery only if monitored no concentration values exceed 100 ppm. The root cause for this incident was leaking electrolyte from the oxygen sensor installed in the device. This condition will be tracked under (B)(4)'s quality system. It should be noted that the backup inoblender delivery mode was utilized according to the device labeling to maintain no therapy while the first inomax dsir was replaced with a second inomax dsir. The rt supervisor called (B)(4) technical services to report, second hand, a delivery failure issue with the inomax dsir (B)(4) that occurred while in use on a patient and resulted in an oxygen desaturation. (B)(4).

Event description:
Inomax dsir went into delivery failure [device malfunction] patient's oxygen saturation dropped from low 90's to the high 70's [oxygen saturation decreased]. Case description: this initial serious spontaneous report was received on (B)(6) 2013 from a respiratory therapy supervisor (rt) in the united states. The rt supervisor called (B)(4) technical services to report, second hand, a delivery failure issue with the inomax dsir (B)(4) that occurred while in use on a patient and resulted in an oxygen desaturation. Follow up information was obtained on (B)(6) 2013 and is included in this report. The patient was a (B)(6) old premature female neonate (gestational age not reported), intubated since birth and on the high frequency oscillator ventilator (settings not provided). Inomax was started at 20 parts per million (ppm) via the inomax dsir (B)(4) on an unknown date. The patient's baseline oxygen saturation level was in the 90% range on inomax. The rt supervisor reported that on (B)(6) 2013 the bedside rt noticed that the inomax dsir (B)(4), set to deliver 20 ppm, "spontaneous increased to 90 ppm nitric oxide (no) then dropped near 70 ppm no and continued to bounce around all over the place. " the bedside rt used a second inomax dsir monitor to verify the set dose of 20 ppm was being delivered; the delivered dose was confirmed to be correct despite the monitored value. However, a delivery failure alarm then sounded, a red x appeared on the monitor screen and the inomax dsir went into delivery failure. When the delivery failure occurred, the patient's oxygen saturation reading dropped from the low 90% range to the high 70% range. The bedside staff immediately started manually ventilating the patient using the inoblender set to 20 ppm and oxygen to 100% while the device was replaced. The patient's oxygen saturation improved to the 80's then to the low 90's during manual ventilation with the inoblender. The rt supervisor stated that the duration of the desaturation was approximately 10 minutes from start to finish. The neonate was switched to the replacement device which functioned as expected, and the patient's oxygen saturation level remained in the 90% range. The inomax dsir (B)(4) was removed from service and returned to (B)(4) for inspection.